Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the instrument and replaced ion selective electrodes (ise) buffer valve assembly to resolve the issue. Fse verified instrument operation. Patient demographics (age, date of birth, and gender) are not provided.

Event description:
The customer reported recovering high patient results in ion selective electrolytes (ise) sodium (na), chloride (cl), and potassium (k) analytes in cell #2 of the au5800 clinical chemistry analyzer. The customer repeated and accepted sample results from cell #1 of the same instrument. Erroneous results were not reported out of the laboratory. There was no change in the patient treatment as a result of this event. Quality control (qc) was within the laboratory specified range on the day of the event.